Event description:
Boston scientific received information that during a routine follow up visit, this right ventricular (rv) lead revealed a rise in pacing impedances for an unknown duration and high thresholds. A boston scientific technical service consultant was contacted and memory dump of the device was sent in for review. The lead remains in service and the patient will be monitored closely. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains implanted. A boston scientific technical service consultant reviewed pictures that were sent in as the device memory could not be provided. The consultant reviewed and discussed that the real-time egm showed a clean signal on all presented channels (ra, rv and shock). Trends show a stable shock lead impedance between 80 and 100 ohm. As many daily measurements occured it was confirmed by ts that high pacing impedances are greater than 2,000 ohms, it is suspected a mechanical lead issue or lead connection issued has occured. It was advised to performed lead integrity testing as the x-ray picture does not provide any additional information due to the quality of the copy. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated an amended report submitted should further information be provided.